Event description:
It was reported the epg (external pulse generator) failed to maintain power (did not stay on for 15 seconds) during battery change. The patient was in asystole. A second epg was hooked up immediately and everything was normal for the patient, no permanent deficits. The epg was returned for repair. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the upper and lower cases were broken, one bail cover was broken, the cable would not lock into atrial output connector, the battery contacts were compressed, the battery drawer was broken, the keyboard was scratched and the serial number label was damaged. (B)(4).